Event description:
The instrument that is used to fix the femoral positioning blocks to the distal femur broke while it was bone impacted into the femur during a knee replacement surgery. The instrument broke at the junction between the portion that gets inserted into the bone and the outer portion of the instrument to which the positioning block is to be attached to. The insertion portion had to be removed from the pt's femur with pliers. The surgery was reportedly extended by 30 to 35 minutes due to extraction difficulties. There were no further effects. It had also been noted that the distal femur had not been pre-drilled as recommended in the surgical technique to minimize the impaction force and ease its removal.

Manufacturer narrative:
This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. Evaluation summary: inspection of the broken part revealed a failure at the weld junction between the instrument's main body and its fixation spike portion which inserts into the bone. The manufacturing history was reviewed and the component was found to be within specifications at the time of manufacture. The failure was consistent with repeated high impact loads contributed to by the fact that the corresponding hole in the distal femur was not pre-drilled as recommended in the surgical technique. This also contributed to the difficulty in removing the fixation spike segment that had fractured off. Design specification changes were implemented to increase the strength of the weld junction to minimize the likelihood of the subject failure mode.